Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. The main component of the system; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3 mg/ml at 0. 8991 mg/day and clonidine 600 mcg/ml at 179.82 mcg/day via an implantable pump. The indication for use was malignant pain. It was reported that the patient claimed pain had returned. A dye study was performed and the healthcare provider was unable to push dye through the catheter. There were no environmental, external or patient factors that may have led or contributed to the issue. The patient was referred to the physician for further evaluation. Surgical intervention did not occur. Surgical intervention was planned but had not been scheduled. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.